Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s biggest concern was the implant surgery was pain as they had a low tolerance for pain. They were told the anesthesia would be local and did not want to be in a ¿bunch of pain¿. The date for the implant surgery was (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient turned a certain way and felt pain in the left leg and said it felt like a pinched nerve. Patient reported their right lead came loose and says it doesn't feel like the right side is working any longer. Patient also stated they feel a constant vibration in the buttocks area as well. The diagnostic/troubleshooting performed was the patient lowered stimulation from 2.5 v to 1.9 v which corrected the vibration in the buttocks. Patient switched to the left side and was encouraged to speak with the doctor. No further patient complications have been reported as a result of this event.